Event description:
The customer reported that the donor became unwell during the procedure and was sent to hospital. The customer is looking for the run file as part of the investigation into this. The disposable set is unavailable for return because the customer discarded it. This report is being filed due to patient hospitalization.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the donor reaction experienced by the customer. Root cause: this disposable set was unavailable for specific root cause analysis. Signals in the run data file do not indicate a conclusive cause for the reported donor reaction. Possible causes include but are not limited to donor hydration or donor physiology. Donor reactions are known possible side effects in apheresis donation and the donor should be monitored throughout the procedure as noted in the trima operator's manual.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file (rdf) was analyzed for this event. Analysis: the total amount of volume taken from the donor and the amount of ac given to the donor are two things that may contribute to a donor reaction. In this case the total volume loss was (175 ml of total product) - (28 ml of ac in product) = 147 ml. An infusion rate that is too high increases the risk of citrate reactions to the donor. There is a direct correlation between donor tbv and their ability to tolerate citrate. If citrate is infused faster than the donor can metabolize it, the donor experiences a citrate reaction due to hypocalcemia. The maximum infusion rate is an average of 1.2 ml ac/min/l tbv. The donor infusion rate was 0.94 throughout most of the procedure. Signals in the run data file do not indicate a conclusive cause for the reported donor reaction. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.